Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No product was received for the investigation. It was not possible to determine the root cause with the information available. Should the information be provided in the future, the complaint will be revisited.the complaint shall be entered onto the complaints database for future trending analysis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 07 august 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient's ions were only slightly elevated. The patient was revised to address pain. Upon revision, encountered was a pseudotumor and armd/alval. At this time there is no new information that would change the existing MDR decision.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Suspected armd (adverse reaction to metal debris) due to metal on metal components . This revision was due to suspected armd caused by the presence of metal ions, as a result of the metal components implanted during primary surgery. No loosening of the stem was seen, and no black tissue, but there was copious amounts of fluid in the hip, which was opaque yellow in colour. A large tumour-like mass was also seen when the gluteus was retracted.